Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced discoloration on the screen hindering visibility, an insulin flow blocked alarm, and the pump had a fracture around the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-342g, mmt-441ag, mmt-1884l. Troubleshooting was initiated, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-342g, mmt-441ag, mmt-1884l.

Manufacturer narrative:
No missing segment/partial display during testing. Pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test and force sensor test, self-tests. Thus and software was utilized and downloaded trace/history files properly. However, found multiple no delivery alarm on 10/04/2025 10:08:54.000, 10/04/2025 10:09:30.000, 10/04/2025 10:09:35.000 during prime. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), serial number label missing. In conclusion, no missing segment/partial display during testing. Unit passed all required tests and no unexpected no delivery alarm during testing. Cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.